Manufacturer narrative:
The device was manufactured (B)(4) - (B)(4) 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The five sets were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) clearlink continu-flo solution sets would not prime. There was no patient involvement. No additional information is available.